Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon. The target lesion was located in the circumflex second obtuse marginal artery. A 2.25x16mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The physician attempted crossing the device 2 to 3 times but was unsuccessful. Upon removal of the device, the stent hung up in the calcium and started to come off the balloon. The stent did not come fully off the balloon but just moved within the balloon. The device was removed along with the guide wire and guide catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr, 2.25 x 16mm stent delivery system (sds) was returned. A visual examination found the first three proximal struts appeared undamaged and the remaining struts were stretched and pulled distally over the tip. The stent moved distally on the balloon. The proximal balloon cone was reviewed and no issues were noted. The balloon wings appeared relaxed and evenly folded. The balloon was not subjected to positive pressure. Crimp stent marking were evident on the exposed balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. The review of the associated batch records for this device showed; the maximum crimped stent profile measurement. A review of the batch records for the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device all meet the specification. A visual and tactile examination found several hypotube kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a midshaft kink 30mm distal from the hypotube midshaft bond. The bi-component bond showed no signs of damage or strain. A visual examination found tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon. The target lesion was located in the circumflex second obtuse marginal artery. A 2.25x16mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The physician attempted crossing the device 2 to 3 times but was unsuccessful. Upon removal of the device, the stent hung up in the calcium and started to come off the balloon. The stent did not come fully off the balloon but just moved within the balloon. The device was removed along with the guide wire and guide catheter. The procedure was completed with another of the same device. No patient complications were reported.